Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose level was 226 mg/dl. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.